Event description:
It was reported that there is a "higher" reservoir volume than expected when the customer was about to waste their narcotics. The customer was consistently seeing 4 to 9 milliliters over. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The pump was returned for evaluation. Visual inspection was performed finding that the tamper seal removed and the lens was nicked. The error log was reviewed finding that at (B)(6) 2019 7:30:00 pm quarter hourly counter, doses attempted is 0, clinician bolus is 3.6 mg, dose is 0 mg, continuous rate is 0 mg, intermittent bolus is 0 mg" had occurred. An accuracy test was performed and the reported event could not be duplicated. The accuracy test revealed that the unit was delivering over and not under as reported. The most likely root cause of the reported issue was due to customer perception. However, action taken to the mitigate the reported issue was to trim the expulsor to bring fluid delivery to normal levels.